Event description:
Patient on patient-controlled epidural analgesia (pcea). Rn heard pcea infusing but had not witnessed the patient push the button to deliver the med. Rn asked pt if she had pushed the button and she denied it. Rn inspected the button and it appeared to be in a constant-down pushing state; stuck in that position and was administering the bolus dose. Patient was comfortable at that time. Order: early morning in fall 2021. Fentanyl 2 mcg/ml - bupivacaine 0.1% epidural syringe infusion. Basal rate: 10 ml/hour. Demand dose: 8 ml. Lockout interval: 20 minutes. Max dose in 1 hour: 26 ml (2 demand doses/hr + basal rate). Epidural start/end times - early morning - late morning (approximately 6 hours). Baby delivered late morning.

Event description:
Patient on patient-controlled epidural analgesia (pcea). Rn heard pcea infusing but had not witnessed the patient push the button to deliver the med. Rn asked pt if she had pushed the button and she denied it. Rn inspected the button and it appeared to be in a constant-down pushing state; stuck in that position and was administering the bolus dose. Patient was comfortable at that time. Order: early morning in fall 2021. Fentanyl 2 mcg/ml - bupivacaine 0.1% epidural syringe infusion. Basal rate: 10 ml/hour. Demand dose: 8 ml. Lockout interval: 20 minutes. Max dose in 1 hour: 26 ml (2 demand doses/hr + basal rate). Epidural start/end times - early morning - late morning (approximately 6 hours). Baby delivered late morning.